Event description:
Customer reported that some secondary medications have backflowed into the primary in the oncology ambulatory care area. No details on the events are known. There was no patient harm or medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The product was not saved by the customer and will not be returned. The customer report of secondary medications backing up into the primary could not be confirmed because the product was not returned for failure investigation. The root cause of this failure could not be identified.